Event description:
It was reported that the micro drill displayed a bias current error during testing by the end users service department. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Failure analysis confirmed the alleged bias curent error was due to corroded rotor and motor causing no power to drill.